Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient felt jolts on their left chest and into their belly a few times a day. It was noted the lead function was okay, the patient usually has atrial paced and ventricular sensed rhythm and that the patient symptom was potentially due to the patient feeling the three hour lead checks. The chronic lead trend was turned off and the lead remains in use. No patient complications have been reported as a result of this event.